Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed internal leakage test during pre-use check. The gas modules were found defective and replaced. After replacement of the gas modules, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs received and the replaced nozzle units were not returned for investigation, therefore the root cause for the reported problem could not be determined.